Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.25" the catheter broke and leakage occurred. This happened one each on lot 2269870 and 2250144. There was no report of patient impact. The following information was provided by the initial reporter: rn placed 20g IV on first attempt and secured in place with tegaderm. Rn responded and patient told them tubing from hub of IV became disconnected and patient was bleeding from hub onto bed. IV came apart as soon as I started to retract needle.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2269870. Medical device expiration date: 31-aug-2025. Device manufacture date: 26-sep-2022. Medical device lot #: 2250144. Medical device expiration date: 31-aug-2025. Device manufacture date: 07-sep-2022. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.25" the catheter broke and leakage occurred. This happened one each on lot 2269870 and 2250144. There was no report of patient impact. The following information was provided by the initial reporter: rn placed 20g IV on first attempt and secured in place with tegaderm. Rn responded and patient told them tubing from hub of IV became disconnected and patient was bleeding from hub onto bed. IV came apart as soon as I started to retract needle.